Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been returned and evaluated by the failure analysis (fa) team and was found to have a damaged grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Investigation has revealed that the same instrument was reported under two different mdrs - this record (2955842-2025-33260) and 2955842-2025-34352. If any additional information is received, it will be reported under 2955842-2025-34352.